Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the exit marker detached from the device into the patient. The exit marker was retrieved; however, it is unknown on how the detached piece was retrieved. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Investigation results visual inspection of the device confirmed that the exit marker bunched up. The shaft and guidewire were both noted to be kinked. It was confirmed that the correct device was returned from the customer. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviation was found. Labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the exit marker detached from the device into the patient. The exit marker was retrieved; however, it is unknown on how the detached piece was retrieved. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.